Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There were offset and overlapped intermediate coils proximal to the center solder for a length of 8 mm. The tip coils were stretched distal from the center solder for a length of 2 mm. There was a bend in the shaping ribbon, 5 mm proximal to the tip ball. The proximal end of the shaping ribbon was sticking out of the intermediate coils for a length of 1 mm. These noted damages are consistent with interaction with the lesion anatomy and/or with other device during the procedure as no damage was reported during inspection prior to use. Analysis confirmed the resistance with other device as the guide wire was returned frozen in the guide wire lumen of the stent delivery system. The guide wire was protruding out of the tip of the sds for a length of 4 cm. An attempt was made to remove the guide wire from the sds; however the guide wire could not be removed. The guide wire and sds was soaked in warm water and attempted again to remove the guide wire from the sds; however there was still resistance. The stent delivery system was returned with blood in the guide wire lumen and contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers. The proximal end of the balloon was wrinkled. There were multiple kinks in the entire length of the hypotube shaft. The tip length of the sds was measured and met manufacturing criteria. The outer diameters of the stent implant were measured with a snap gauge and met manufacturing criteria. Resistance between devices can occur due to, but not limited to interaction with other devices, insertion/removal/preparation techniques, lesion morphology, patient anatomy/disease state, condition of the catheter being used, and/or condition of the guide wire coating. Coagulation of blood and contrast in the guide wire lumen or on the guide wire can be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a guide wire with overlapped coils, this can result in permanent deformation of the guide wire and possibly lead to the wire becoming frozen in the catheter. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and cause the coils to overlap. In this case, the lesion was described as heavily calcified and the vessel as heavily tortuous which could have contributed to the difficulty as explained above. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. Overall, the difficulty appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the mini vision stent did not cross the lesion. The patient was treated satisfactorily with the same size stent. The patient experienced no adverse effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. This is being filed based on analysis of the returned device which noted that the guide wire was frozen in the stent delivery system (sds) and unable to be removed from the sds due to overlapped coils.